Event description:
A nurse reports horizontal lines in flap and stromal bed of one pt following bilateral lasik surgery. This report is for the right eye, the left eye is being reported on MFR report # 3003288808-2012-00069. The nurse reported the pt's visual outcome was 'excellent' as anticipated. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).